Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable of the maryland bipolar forceps was loose. The procedure was completed with no patient harm and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable. The frayed cable strands slightly stuck out at the wrist. Also, the instrument was found to have thermal damage on the bipolar yaw pulley. There was no damage observed on the conductor wire. No pieces were missing.